Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that within a month after the rx vision stent was implanted, in-stent restenosis was noted. There was no report of any device malfunction. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit.

Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: restenosis requiring surgery. Device issue: none. It was reported that in late 2006, the patient had an angiography performed which showed that a mini vision stent that had been implanted in the lad in approx a month earlier, was restenosed 60% in the inner stent (the mini vision is being reported separately). As a result, a vision 3.0 x 18 stent was placed in the lad inner stent. The following year, the patient had another angiography which revealed that the lad had a diffuse stenosis inner stent and also in another company's stents. The other company's stent had been placed in the circumflex, which had a 70% inner stent restenosis, in the rao which had 50% stent restenosis. As a result, the patient was sent to surgery. No additional event or patient information is available.